Event description:
Customer reported an erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range. Repeat analysis was performed with two different methodologies. The test results were within the normal range. The initial, elevated result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Sample collection and processing info was not provided. The customer performed a serial dilution of the original sample. The customer stated that the results of the dilution did not produce linear results. Non-linear results for dilution testing can indicate heterophile interference; however, the sample is not available to confirm if this pt's sample is elevated due to heterophile interference. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add¿l reportable events.